Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer planned to use multiple daily injections as backup therapy while awaiting the replacement pump, which was sent by technical support. Instructions on storage mode and return procedures for the malfunctioning pump were provided, and the customer acknowledged understanding them.